Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's log file data contained pump stoppage and low speed hazard alarms while connected to battery power. The event occurred on (B)(6) 2014 with the event duration of less than 1 minuted. Power spikes of 19.6, 25.5, 27.2 watts were also recorded during the event. No abnormal alarms were seen prior to or after the event. A yellow wrench alarm was also reported by the pt but it was not verified in the log file data. There was no reported trauma to the driveline. The system controller will be exchanged out as a precaution. A review of the submitted x-ray images did not reveal any obvious areas of concern.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.